Manufacturer narrative:
The reported complaint of "(sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and based on the archive data review. The root cause for the ua07 error was due to a defective load cell module 2. The cracked/damaged front enclosure and defective load cell were likely attributed to mishandling such as a drop. Visual inspection of the returned platform was performed. The top cover was observed cracked and scratched in multiple places. In addition, dirt/sand was observed in the interior of the front enclosure, and screw fittings of the front enclosure were broken/chipped. Moreover, bottom enclosure was observed severely broken, chipped, and scratched. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristic of harsh impact due to user mishandling. Also, unrelated to the reported complaint, the top cover as well as the front and bottom enclosures were observed worn out due to normal wear and tear of the device. The autopulse platform is a reusable device and was manufactured in march 2008 and is over 12 years old, well beyond its expected service life of 5 years. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. During functional testing, user advisory (ua) 07 error message displayed upon power up the device; thus, confirming the reported complaint. In addition, the load cell characterization test was performed and verified that load cell module 2 over reported. The defective load cell module 2 was replaced to remedy the occurrence of ua07 error message. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement.